Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/16/2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. A receiver download was attempted but could not be completed due to receiver not turning on. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined.